Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed, and grip return spring was found to be dislodged. As a result, the grips could not close fully. The instrument exhibited imprecise motion during gripping and un-gripping. The synchroseal instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. The complaint was confirmed by failure analysis. The probable root cause of the functional test failure was attributed to the dislodged grip return spring. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted lef hemicolectomy surgical procedure, the jaws of the synchroseal instrument would not close. The procedure was completed and no known impact or patient consequence was reported.